Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2018. Dtba1q1 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible high threshold on the left ventricular (lv) lead. It was also noted the right atrial (ra) lead was undersensing during atrial fibrillation (af) causing inappropriate mode switching. The lv and ra leads remain in use. No patient complications have been reported as a result of this event.